Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal. If remedial action initiated, check type.

Event description:
It was reported that suspected externalized conductors via fluoroscopy and low r-waves were observed. The lead was explanted.